Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the patient¿s culture results were negative for infection, and the issue is considered resolved.

Manufacturer narrative:
The event date is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead erosion, and 2-3 mm of the patient¿s lead was exposed. To address the issue, the physician reburied the lead on (B)(6) 2020 and prescribed antibiotics for the patient. Cultures were taken but results remain unknown at this time.